Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) concurrently with engineering conducted an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, and an evaluation of the returned device. A tear was noted along the distal seam of the bag. Weld was noted and found to be acceptable. Stretch marks were noted near the seam, indicating the bag underwent a pulling force. There was plastic remnant on the metal ring and the ring was intact. The bag was detached from the device. The bag was cinched. The pull ring was not received. The plunger and metal ring advanced and retracted properly. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Replication of the replication of the reported condition may be due to rough handling of the device. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a lap chole, the pouch broke when bringing specimen out of body. Dr gave one pull on bag to get specimen out and broke at seam. Dr only pulled one time. Bag seemed to break fairly easy. There was no unanticipated tissue loss. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient.